Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vicmo12.1, -10.00 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: product evaluation found lens returned dry in a micro centrifuge vial with clear surgical residue/debris on lens. Visual inspection found pieces of the haptic missing, the haptic torn, and clear residue on lens. (B)(4).